Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had off no power alarm and insulin pump stopped working. The blood glucose was 274 mg/dl at the time of the incident. Troubleshooting steps were guided for off no power alarm. Customer stated that, they did not receive a low battery alert prior to the off no power alert. Customer stated that, the battery was not previously used. Customer stated that, there were not unattended alarms. Customer states the battery cap is not loose, cracked or damaged. Customer stated that, this is the second occurrence of off no power without a low battery warning. Customer advised to replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the operating currents, self-test and displacement test. No unexpected battery power loss anomaly noted during test. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.